Event description:
A physician reports that a pt underwent cataract surgery with implantation of the crystalens in both eyes in 2008. Postoperatively, the pt presented with decreased bcva in the left eye (os). Preoperatively (os), the pt's bcva was 20/30 and mrse was -3.25 sphere. After surgery, there was corneal dystrophy localized at the incision site. The pt complained of glare, which is secondary to the observation of posterior capsule opacification (pco). The pt also complained of foreign body sensation, tearing, and sensitivity to light, which are believed to be related to dry eye syndrome. As of 2008, the mrse improved to -1.75 sphere, however, the bcva decreased to 20/60. It is believed that the decrease in bcva is related to pco, however, this has not been confirmed. The pt is being referred to for a second opinion.

Manufacturer narrative:
.